Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and had been using the same cartridge and infusion set for over 3 days on the mobi pump. The customer was educated on the proper load techniques. Customer¿s blood glucose (bg) level was above 300 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin to address the issue.